Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the guidewire lumen is prolapsed and buckled 12.5cm from the tip. Microscopic examination revealed damage to the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the presence of damage that could have contributed to the reported difficulty to remove.

Event description:
It was reported that difficulty removal occurred. The 100% stenosed, 3.0mm x 250 target lesion was located in the mildly tortuous and multi-focal with moderately calcified proximal to mid anterior tibial artery. A 3.0mm x 150mm x 150cm coyote balloon catheter was successfully inflated at 8 atmospheres for 30 seconds. However, during removal, there was a slight issue on the wire but was removed successfully. Procedure continued with atherectomy and when tried to post dilate with the balloon, it was noticed that the wire lumen portion twisted and kinked. The device was removed over the wire and a new 2.5x150x150 coyote balloon catheter was opened and the procedure was completed. There were no patient complications nor injuries reported.